Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy and there was a sensing/detection problem. It was also reported the patient received six shocks while power washing the house. A review of the electrogram showed the shocks were received due to atrial fibrillation with rapid ventricular response based on rhythm irregularity and unsuccessful termination of the rhythm. Additionally, the wavelet match varied relative to the presenting rhythm possibly due to aberrancy. The physician decided to not re-program the device and the patient's medications will be adjusted. Discussion of atrial-ventricular node ablation is to take place and the patient was advised to not over exert. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the atrial tachycardia/atrial fibrillation (at/af) detection with rapid ventricular response. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.